Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f mynxgrip vascular closure devices (vcd) leaked out halfway from the white extension tube before being released. After release, it was completely on the surface of the skin. This occurred during a transarterial chemoembolization (tace). A replacement 5f mynxgrip vcd was used; however, the balloon could not be fully deflated. The procedure was completed with manual compression. There was no reported patient injury. The plug did not embolize, and the patient¿s current status was normal. The sealant did not dislodge or misdeploy and was not exposed along the catheter prior to use. The mynx vascular closure device was used in an interventional procedure with a retrograde approach, and the operator was mynx certified. A non-cordis sheath was used. The femoral artery was verified as suitable on angiography or venography, the vessel type was arterial, the vessel diameter was greater than 5 mm, there was no vessel tortuosity, the stick location was the femoral artery, and there was no peripheral vascular disease (pvd) or calcium near the puncture site. No damage was found on the device or packaging prior to opening. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was not returned for this evaluation. The sealant sleeve was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. A deployment simulation could not be performed as the sealant and the advancer tube were not returned for evaluation. However, a shuttle displacement test was executed. The shuttle cartridge advanced and retracted to the black handle without any issues. An inflation/deflation test was also performed. The balloon inflated and deflated as expected. No abnormalities were identified during this functional evaluation. The reported events of ¿sealant-sealant exposed prior to use-access site not lost¿ and ¿sealant-sealant misdeployment-complete¿ were not observed through analysis of the returned device since the sealant was not received. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issues experienced since the device was received without the sealant and there were no anomalies noted to the device. However, procedural/handling factors are likely. Additionally, if the sealant was exposed on the catheter before attempting release, it may affect placement of the sealant when attempting to deploy the sealant into the patient. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs during the device preparation step, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing.¿ it should be noted that if the device was grabbed by the catheter handle instead of the green or gray shuttle hub when removed from the packaging, the shuttle could detach from the black handle, resulting in the sealant being exposed prematurely. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU instructs, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure devices (vcd) leaked out halfway from the white extension tube before being released. After release, it was completely on the surface of the skin. This occurred during a transarterial chemoembolization (tace). A replacement 5f mynx grip vascular closure device was used; however, the balloon could not be fully deflated. The procedure was completed with manual compression. There was no reported patient injury. The plug did not embolize, and the patient¿s current status was normal. The sealant did not dislodge or misdeploy and was not exposed along the catheter prior to use. The mynx vascular closure device was used in an interventional procedure with a retrograde approach, and the operator was mynx certified. A non-cordis sheath was used. The femoral artery was verified as suitable on angiography or venography, the vessel type was arterial, the vessel diameter was greater than 5 mm, there was no vessel tortuosity, the stick location was the femoral artery, and there was no peripheral vascular disease or calcium near the puncture site. No damage was found on the device or packaging prior to opening. The device will be returned for evaluation.